Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the cover. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 are applicable. H6: multiple fdd/annex a codes were reported. A0406 was coded for the piece of the gantry breaking off. A0709 was coded for the system not recognizing the door was closed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site tried to roll the imaging system into the or for set up, the technician ran the image acquisition system (ias) to a door. A piece of the gantry cover broke off and now the imaging system would not recognize that the door is closed. Site moved the imaging system outside of the or and starts surgery with the c-arm instead. No patient was involved during the incident.